Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer did not find a cause. The analyzer alarm trace contains some sample clot detection alarms but not near the time of the event. A major hardware issue could be excluded. The issue is consistent with a pre-analytical sample handling or pipetting issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys cortisol ii result from the cobas e 801 module. The customer was performing a synacthen test. The result for the "time 60" sample was 77 nmol/l and was inconsistent with a synacthen test pattern. On (B)(6) 2021, the sample was repeated with results of 995 nmol/l and 1074 nmol/l. It was unclear if any questionable result was reported outside of the laboratory. Clarification was requested but was not provided. The reagent lot number and expiration date were requested but were not provided.